Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the superficial femoral artery with moderate calcification, moderate tortuosity and 80% stenosis. When the 4.5x100 mm supera self expanding stent system (sess) was opened, it was found that the nose cone was moving and a guide wire could not be loaded onto the device during preparation. There were no adverse patient effects and there was no clinically significant delay in the procedure. A 5.5x100 mm supera sess was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to advance was able to be confirmed. The reported break tip was unable to be confirmed; however, there were noted tip jacket and inner member damages. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal form the packaging tray and/or during preparation for use, inadvertent mishandling resulted in the reported tip break/noted device damages (bent tip jacket, multiple kinked/stretched inner member; thus resulting in the reported/noted difficult to advance. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated.